Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a possible stroke. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient went to the emergency room and there have been no reports of further complications regarding this event. The patient is currently using the device to find effective pain relief.